Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
There was no allegation of a product malfunction; however a product malfunction was indicated by the therapy pca request. There was no reported patient involvment.